Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the implant cover screw fractured when they were uncovering the implant. They mentioned that the implant integrated and is still in the patients mouths.

Manufacturer narrative:
The returned images show the reported cover screw, which is noted to be fractured at the top of the threaded region. The cover screw could not be identified with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates cover screw fracture. The alleged event was confirmed following review of the returned photographs. A root cause for this complaint could not be determined.